Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a robotic procedure, the cap/toilet seat came off easily and air leaked out causing pneumo to be lost quickly. The procedure was completed using same like device. There were no adverse patient consequences reported. Device has been discarded.